Manufacturer narrative:
Omsc confirmed the followings by the evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The error (e315) occurs when the devices are connected/energized imperfectly or when an incompatible device is used. The subject device and otv-s190 are compatible and can be used. Therefore, omsc guessed that the reported event was caused by incomplete connection/energization. There is possibility that the incomplete connection/energization was caused by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device and a video system center otv-s190, an scope error (e315) occurred and no endoscopic image was displayed. There was no report of patient injury associated with this event.